Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was not working. Additional information was received from the patient. They reported that when asked to clarify their device not working and if they were describing issue with therapy or symptom control, or was "there a" device malfunction, stimulation output issue, etc, they replied "no". The said "no" that the issue was not caused by normal battery depletion and that the cause of the device not working was determined. They stated that the cause was utis, they get utis a lot and have to self-cath 6 times a day. The steps taken to resolve the issue was an antibiotic. They confirmed that the issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's implant was not working. Patient reported they are "not doing good" and their representative (rep) is out of town. Patient stated they have not felt their stimulator for 3 weeks and stated they are retaining urine. Patient stated their rep always told them that if they have a uti "it's not going to work"/ "not going to respond." Patient stated they told their urologist that they may have a uti because they are having symptoms of a uti but patient's urologist said patient does not have a uti because there is no blood in patient's urine. Reviewed role of patient service and redirected patient to healthcare provider (hcp) to discuss symptoms. Patient stated they went to urologist yesterday and former urologist blew patient off. Patient stated their rep is out of town until next week and they can't wait that long (confirmed no rep awareness). Reviewed role of rep. Patient stated when they have connected with their ins they can see what program they are on but stated they have not tried increasing stimulation. Patient wanted to try increasing stimulation on the call. Walked patient through how to increase stimulation. On the call when searching for device that it was "taking a long time to do it." Patient then stated communicator was not on and getting communicator not found. Following turning on communicator, patient successfully connected with right side implant and increased stimulation. Patient initially stated after increasing stimulation that it was "so intense." Reviewing therapy overview. Patient later stated they "feel a tug, then I don't feel it." Reviewed stimulation expectations. When agent asked if stimulation was comfortable patient stated they don't feel stimulation. Patient stated they felt stimulation a little bit when they increased stimulation but stated "this is the one that I really don't feel." Patient wanted to leave stimulation at this setting and stated they are not going to keep increasing it "when that one don't even kick on anyways." Patient stated they are not going to have these implants is they are not working and stated there has got to be a reason why. Redirected patient to physician to discuss therapy and symptoms. Patient will speak with physician before adjusting left side implant. Patient stated they are frustrated because they know something is wrong with their body "and then you have these implants that are not doing anything right now."

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.